Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was received and confirmed to be broken. The measurable dimension of the broken cortex screw was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The cross section surface shows no irregularities.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: when the doctor fixed a cortex screw on (B)(6) 2012, the screw was broken during insertion. No additional information is available. This is report 1 of 1 for complaint (B)(4).